Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned from a third party service center alleging a ventilator inoperative condition occurred. The device was not in pt use.